Event description:
The pt had an ipg and lead replaced on (B)(6) 2011 (reference MFR report#: 1627487-2011-02927 and 1627487-2011-02928). The pt has adequate stimulation coverage. It was reported that the pt has had chest pain since implantation. The chest pain started on one side but is presently on both sides and occurs whether stimulation is on or off. The pt's implanting and primary care physician do not think the issue is related to the scs sys. The implanting physician feels that the issue is heart related, however, the pt's primary care physician does not believe it is heart related. On (B)(6) 2011, the pt met with the implanting physician and reported that the chest pain on both sides still remains. The pt underwent cardiac exams per the implanting physician's orders, to find out if the issue is heart related or not. X-rays were taken and showed that the lead is still in place and in spec. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.